Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation confirmed that the probe broke at 15 mm from the distal end. There were scratches around the broken point. The shape of the fracture surface showed that a crack spread from the scratches as the starting point. And there was a coarse part on the fracture surface. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. Based on the investigation of the subject device, omsc concluded that the probe broke off because the cracked probe came in contact with other forceps and a physical stress was applied. The crack of the probe spread because the doctor grasped the tissue or activated output in seal & cut mode with the scratched probe. The scratch and the probe damage error occurred because the doctor activated output in seal & cut mode in contact with a metal clip. The instruction manual of the subject device already warns; do not grasp or let the probe tip contact hard objects such as metal clips, stapler or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. Based upon the finding of the evaluation, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.

Event description:
It was informed that 1 hour into a laparoscopic sigmoidectomy, the probe damage error occurred due to the probe of the subject device coming in contact with a metal clip. The doctor continued to use the subject device. Then the probe of the subject device came in contact with other forceps, and the probe was broken. The broken probe fell off in the patient, but was retrieved. The doctor completed the procedure with another device. There was no other patient injury regarding this report.